Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from gei to lfl.

Manufacturer narrative:
The user facility returned the device for evaluation. The device was tested using olympus test equipment, a probe check was performed and the device failed the probe check. A u509 error code was observed. Visual inspection on the device was performed and found the teflon pad was severely worn and missing, exposing metal. The missing portion was not returned. There was tissue built up on the device. The distal end was inspected under a microscope and found scrape marks and indentation marks of the jaw on the probe unit. Charmed marks were also noted on the side of the jaw. In addition, one of the jaw legs was found broken. The user¿s complaint was not confirmed. The most likely cause for such teflon pad damage is due to no tissue or insufficient tissue between the probe and jaw when the device is activated. This type of damage on the device is attributed to the operator¿s technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe and teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during an unknown procedure the teflon pad came off and was retrieved using forceps. The intended procedure was completed using an unspecified device. No patient injury was reported.